Event description:
A breast cancer patient came in for a liver biopsy as outpatient procedure, and there were multiple sticks for liver and the first 4 went fine, the 5th sample 7cm of needle broke off in patient liver. Patient then had to have needle surgically removed, the tip of needle in "cartridge". Dr said never had this problem like this before, and patient in hospital for recovery and was original only in as an outpatient procedure.

Manufacturer narrative:
Unfortunately, the actual sample involved in the incident has not been returned by the hospital for evaluation; therefore, we are unable to determine the exact cause for the reported issue. However, based on information provided by the hospital; that the device broke off in cartilage, it is important to note that the temno evolution is a device designed to be used in soft tissue organs and any interaction of this device with solid body structure could cause the device to bend or break. A review of the device history record for the lot reported also showed no issues related to this report.